Manufacturer narrative:
(B)(4). Date sent: 9/17/2018. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the harmonic active tip broke during the colpotomy on a rumi manipulator. The tip was recovered and no consequence to the patient. Another like device was used to complete the procedure.